Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported having problems with recharging the implant since saturday. Patient said the stimulator turned off this weekend and they went to charge the implant and a minute after they hooked up the recharger, the controller kept showing system problem rm03. Patient unplugged and replugged the recharging antenna and they were able to get the implant to 50% but the error code kept coming up. Patient would have to reset the controller to get it to work again. Patient confirmed there was no visible damage to the controller or rechargers. The controller connection was solid when plugged into the controller. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.